Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that they saw the splash screen, then saw a power on reset (por) screen, and then saw an end of service (eos) screen before it switched over to a recharging screen. It was later reported by the manufacturer representative (rep) that the patient did not charge their device for a long time and it was believed that the patient's device was in 3rd overdischarge because of patient not charging. There was a report that the patient's device was at eol, but the patient had not reported any increase in pain or issues with the therapy. It was reported that the healthcare professional's plan was to wait for another 3-6 months and see if the patient wanted a replacement at that point. No further appointments or follow up for intervention was planned for the patient. No medical symptoms were reported. Relevant medical history includes spine/back. If additional information is received, a follow up report will be sent.